Manufacturer narrative:
Continuation of d10: evolutfx-34 transcatheter valve implanted: (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an right ventricular (rv) lead warning triggered for defibrillator coil high impedance. The rv lead remains in use. It was also reported, during use of the cardiac resynchronization therapy defibrillator (crt-d), atrial events appear to be falling in blanking at times possibly triggering atrial tachycardia (at)/atrial fibrillation (af) device classified termination of at/af detected event(s) and occasional inappropriate atrial pacing. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an right ventricular (rv) lead warning triggered for defibrillator coil high impedance. The rv lead remains in use. It was also reported, during use of the cardiac resynchronization therapy defibrillator (crt-d), atrial events appear to be falling in blanking at times possibly triggering atrial tachycardia (at)/atrial fibrillation (af) device classified termination of at/af detected event(s) and occasional inappropriate atrial pacing. The crt-d remains in use. It was reported that the remote monitoring network report displayed fluid status index event invalid data. Case is under investigation. No patient complications have been reported as a result of this event.